Event description:
Procedure: unk. Reportedly, during use , the instrument jammed closed on the tissue. This resulted in a slight loss of tissue when the instrument was released. However, there was no other injury.